Manufacturer narrative:
The insulin pump was received with intermittent button response, due to corroded keypad traces. Numbers ramping up were not noted. The device was received with a cracked clace at display window corner, minor scratches on the lcd window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer called and reported that the numbers on the insulin pump were continuously scrolling. The customer's blood glucose was 130 mg/dl. No significant events leading to the keypad issues were recalled. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.